Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complaint made against the communicator was confirmed through product testing. Analysis confirmed a fault state, indicated by a yellow call doctor icon and caused by a flash corruption. The underlying cause for this has not been confirmed at this time.

Event description:
It was reported that this communicator was exhibiting power issues as when it was turned on, the smell of heated plastic was noted. The communicator will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
This product is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this communicator was exhibiting power issues as when it was turned on, the smell of heated plastic was noted. The communicator will be returned for analysis. No adverse patient effects were reported.